Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿recreational activity after cementless total hip arthroplasty in patients older than 75 years¿ written by alexander zimmerer, luis navas, stefan kinkel, stefan weiss, matthias hauschild, wolfgang miehlke, and marcus streit published by archieves of orthopaedic surgery on (B)(6) 2021 was reviewed. The articles purpose to analyze the return-to-activity of patients older than 75 years undergoing primary cementless tha at mid-term follow-up. 89 hips (79 patients) were included in the study from (B)(6) 2012 to (B)(6) 2014. All hips had a corail stem and 8 hips had a competitor cup and the remaining hips had a pinnacle cup (81). Adverse events involving depuy synthes products: 2 patients were excluded from the study as one was revised for aseptic stem loosening and one patient underwent a septic revision 22 patients saw a decrease in activity level after their tha. No mention of intervention during the follow up period (4-8 years).